Event description:
It was reported that the power module was unresponsive to ac power. The unit beeped once when the backup battery was connected.

Manufacturer narrative:
Section g3 - PMA/510(k) #: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
D1: brand name corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the patient was exchanged to a new ppm back up battery from the hospital and from abbott customer service, neither of which cleared the alarm. The power module was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module having no lights or sound and appearing unresponsive was confirmed via the unit¿s functional analysis. The returned power module (serial number (B)(6)) was functionally tested at the service depot and at the product performance engineering department, and the unit¿s lights did not function throughout testing. The unit beeped once when a backup battery was connected; however, the unit did not produce or echo any audible alarms beyond that point. The unit was able to operate a mock loop alongside known working test equipment despite the observed issues when connected to ac power. The unit was opened, and circuit analysis was performed on its main printed circuit board (pcb). One of the pcb¿s components that interacts with its microprocessor and backup battery connection + charging circuitry was observed to be electrically damaged, as one of its pins was shorted to two other pins that directly interact with the +/- voltages from the backup battery. The damaged component was replaced with a new component; however, the short did not resolve, isolating the cause of the short to the main pcb¿s inner tracing. Damage to this circuitry would cause the backup battery to not charge or operate properly and could also affect the unit¿s overall functionality due to its interaction with the microprocessor, including its lights and speakers. The root cause of the reported event was determined to be the main pcb becoming electrically damaged; however, the root cause of this damage was unable to be conclusively determined. The returned power module was observed to have a few small cracks on its housing and handle upon arrival. The unit was also returned without its backup battery cover. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 lvas instructions for use instructs users on how to identify and respond to alarms that sound from their power module. The heartmate 3 lvas instructions for use instructs users on how to properly store and care for the power module. The heartmate 3 lvas instructions for use instructs users to regularly inspect their equipment for damage or wear and to replace any components that appear damaged or worn, including the power module. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.